Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not heating, compressing or burning. An end tone was heard. No patient injury.